Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explant is unknown if the screw tip is retained within the patient. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 06.jul.2015 expiry date: 01.jun.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. As this screw is broken like complained (the screw was broken at the point a little below the screw head) please provide a statement regarding the material certificate. The material certificate (#(B)(4)) which related to the product (400.810s-exs / 9528166) states that the material has fulfilled its specifications according to the results obtained on april 13, 2012. Product development investigation was completed. The report indicates that: as received condition, the cortex screw was received with broken shaft. The fragment at the tip of the screw is missing. Also, the shaft is badly damaged. Due to this fact, it was not possible to measure the relevant dimensions adequately. Subject device has been received and a product investigation was completed. Microscopic investigation shows clearly that the cruciform recess is plastically deformed post production what clearly indicates exceeding applied torsional force while insertion (see attached microscopic pictures). The broken surface is homogenous what indicates material conformity as well. On the broken surface, there are circular stripes visible which also indicates breakage in torsional direction caused while insertion. Mechanical overloading during insertion by applying too high torsional force maybe most probably root cause for the breakage. No product fault could be identified. If information is unavailable for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery for the proximal phalange fracture took place on (B)(6) 2017. When the surgeon inserted the cortex screw in to the y-plate using trs-hand piece, adaptor and radiolucent-drive, the screw was broken at the point a little below the screw head. No extra force was applied. There was a possibility that a broken piece (the tip) of the screw in question might have been remained in the bone. No further information is available. The surgery was extended for 5 minutes. This complaint involves 1 part. Concomitant devices: 1x y-plate, 446.612s/ lot unknown; 1x trs-hand piece, 05.001.201/ lot unknown; 1x adaptor, 05.001.226 / lot unknown; 1x radiolucent-drive, 511.300 / lot unknown. This report is 1 of 1 for (B)(4).